Event description:
During remote follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device. No intervention has been performed at this time. The patient was in stable condition and experienced no consequences.